Event description:
It was reported that the patient presented to the emergency room (ER) during an asystolic event. The patient received an external pacemaker after a long pause and it was stated that the patient almost died. During device interrogation, the lead impedance was low in both chambers with no capture. Therefore the ventricular lead was capped and replaced with a new lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.